Event description:
Customer reported via phone call that they were having keypad anomaly. The blood glucose reading is 152 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump had moisture damage found on lcd board. The insulin pump received with cracked case at display window corner, cracked battery tube threads, reservoir tube and minor scratched display window.